Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as abdominal inflammation and was hospitalized for the event. The cause was unknown. The patient began treatment with unspecified drugs intraperitoneally (dose and frequency not reported). At the time of this report, the patient has not recovered from the event. Action taken with dianeal therapies was not reported. No additional information is available.